Event description:
Customer performed a blood glucose test and received a result of 474mg/dl. The customer felt that the reading was incorrect and did not take insulin. They went to the hosp and had a lab performed and the result was 153mg/dl. No treatment was given. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.